Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that an intellamap orion catheter, intellanav mifi open-irrigated, and blazer dx catheter were used in atrial fibrillation ablation procedure. After approximately one hour, the patient was cardioverted for atrial fibrillation and the effusion was noted. No resistance was felt while maneuvering any catheters. Surgical intervention include tapping the heart to drain the effusion. The patient was hospitalized and expected to fully recover.